Event description:
Additional information received revealed that x-rays were taken, but no lead breaks were seen by the physician. The x-rays were not sent to the manufacturer for review. The date of the last good diagnostics were in (B)(6) 2011. The explanted lead and generator have been returned to the manufacturer and are currently undergoing product analysis.

Event description:
It was reported on (B)(6) 2011, that during diagnostics (systems and normal mode) performed at a routine office visit, 7/limit/high readings were obtained. The patient denied any trauma or adverse events. The patient was last seen on (B)(6) 2011 and diagnostic results were said to be normal at that time. The patient's output current is 2.5 ma and the site was hesitant to program the device off as patient has been doing so well however it was explained that the manufacturer recommends the device to be programmed off in the presence of high lead impedance. The np who reported the event stated she would likely have x-rays taken but did not say she would send them to the manufacturer to review. The patient underwent a full revision surgery in which the lead and generator were explanted and replaced. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Review of programming/device diagnostic history.

Event description:
Product analysis of the explanted lead and generator has been completed. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the generator. The generator performed according to functional specifications. During analysis of the explanted lead it was observed that there was pitting or electro-etching on the positive coil. The entire lead (including electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. The patient's programming data available in the manufacturer's in-house programming database was reviewed and it was found that no high lead impedance was found between (B)(6) 2009 to (B)(6) 2011.